Event description:
It was reported that during a stapled haemorrhoidopexy procedure, half of the staples did not form correctly (right hand side). The surgeon had to hand sew mucosal anastamosis, adding 1 hr to procedure time. There was no reported pt consequence at this time.